Manufacturer narrative:
Date of event: unknown - customer does not know when the incident occurred.

Event description:
The customer reported that the v60 ventilator went to ventilator inoperative with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed on two different occasions. The customer reported there was no patient involvement.